Event description:
Catheter was introduced ~10:00 & baby was put on ventilator due to lung development issues. After catheter was placed, x-ray taken to verify position. Clinician attempted to reposition catheter, approx 2cm while gently pulling back. However, catheter broke and 16cm of catheter was retained in pt. Evaluation performed to determine if cut-down possible. It was decied to air-lift infant to hosp where angiography was performed. Catheter was removed in its entirety. No pt complications reported.